Manufacturer narrative:
(B)(4).

Event description:
It was reported there were impedance readings >4000 ohms on some of the bipolar pairs. The lead was removed from the ins port 3 times and wiped off each time. The set screw torque was verified as correct each time as well. The lead was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.